Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The results from the meter were 3.2 and 3.3 inr. Within seven hours, the result from a laboratory was 2.4 inr which was believed to be correct. There was no treatment or warfarin dose change. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer was not anemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no warfarin dose change, no medication change, no diet changes, no new illnesses, and no bruising or bleeding. The suspect product was requested to be returned for investigation. Replacement product was sent. Only the customer's meter was received for investigation and was tested with retention test strips and quality control materials. Testing results: qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.4 - 3.6 inr). All measurements were without error messages. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. No information was provided in the complaint case that would point to a cause for the result discrepancy.